Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope serie4, using peracetic acid. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The subject device has not been returned to omsc but was returned to olympus france (ofr). In the evaluation of ofr checked the subject device and found the following. There was the leak from the distal end, the videoscope cable connector and inside the control section. The insertion tube was kinked and scratched. The control section had cracked. The remote switches 1 was broken. The universal cord was kinked. The videoscope cable connector was corroded. The angulation had too much play. The surface of the ultrasound transducer was damaged and scratched. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus france.(ofr). Ofr sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the all channels of the device. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time; (B)(6) 2020] all channels: enterobacter cloacae (>100 cfu) distal end: enterobacter cloacae (>100 cfu) [second time; (B)(6) 2020] all channels: citrobacter koseri (>100 cfu) distal end: unspecified microbes (>100 cfu) the device had been reprocessed using peracetic acid. There was no report of infection associated with this report.